Event description:
It was reported that the implantable cardioverter defibrillator (ICD) "was not functioning properly" this happened a year ago as well and reprogramming occurred. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.